Manufacturer narrative:
The product is in the process of being returned to the manufacturer. The device history records were reviewed and found manufacturing and sterilization records to be acceptable. The investigation is ongoing.

Event description:
The user facility in (B)(6) reported the surgeon complained of a lack of aspiration during a vitrectomy case. The cutter was tested for aspiration in a gallipot filled with water, and it seemed to be working fine. The problem persisted when the surgeon used it in the patients eye. The aspiration continued, however, due to lack of air pressure, it was not enough. There was no error message alert on the stellaris elite pc. The vitrectomy cutter was first replaced to check if it helped, followed by the posterior only pack, but the issue continued. The surgeon felt the cutter was not as efficient as usual and decided to close the eye; also, he may need to do the surgery with a 23g at a later date. The patient developed endophthalmitis and is in recovery. Surgical time was prolonged about 8-10 minutes. There was no additional anesthesia needed. It was noted that during the phaco pack setup for the next case, the machine prompted that the air pressure was low and it was found that there was some leakage from the air valve on the theatre wall(the main source of air pressure to stellaris elite pc machine). The air pressure was below 500 mm hg at that stage. It was fixed, and the pack setup could be completed to perform that case with no issues.

Manufacturer narrative:
Correction: medical device problem code 4015 removed. The product was returned and the evaluation was completed. A visual inspection found the pack contained one collection cassette with tubing and two vitrectomy cutters with the tubing attached. The tip protectors were not returned. The needles were not bent. The port windows were in the opened position. There was fluid visible in the tubing and in the collection cassette. The back caps were aligned correctly on the bodies of the cutters. The connectors were inspected and no damage was found. A functional test was performed using a stellaris elite system. Both cutters had good clean cuts and aspirated as intended. The cutters were not clogged. In addition, the collection cassette was captured and recognized by the system. The assembly passed the self-vacuum test, primed, irrigated, and aspirated as intended. The assemblies are working properly with no evidence of clogs or blockages. The lot history, trend analysis, risk analysis, and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.